Manufacturer narrative:
The delivery system was returned inserted through loader and certitude sheath with the valve still crimped on the balloon. The delivery system was visually inspected and the following was observed: a valve strut punctured the inflation balloon, bunching and compression was observed on flex tip and gouges were observed on flex tip face. During pre-decontamination, the balloon shaft was pulled to the valve alignment marker and device was able to be placed in locked position. Full flex was performed successfully. Fine adjust was functional, but full fine adjust was unable to be completed due to the condition of return (punctured inflation balloon). No other functional testing was performed due to condition of the returned device. Balloon single wall thickness measurements were taken along the puncture of the balloon and they met specifications. The reported valve alignment difficulty was unable to be confirmed. During functional testing, the fine adjust was shown to be functional, but full fine adjust was unable to be completed due to the condition of return (punctured inflation balloon). Visual, functional, and dimensional inspection of the returned device and a review of complaint history, lot history, device history record (DHR) and manufacturing process supported that a manufacturing non-conformance likely did not contribute to the event. A review of IFU/training materials revealed no deficiencies. Review of complaint history revealed that the occurrence rate does not exceed the august 2017 control limits for this trend category. Therefore, no corrective or preventative action is required. As reported by the complaint site, ¿there was not a straight area suitable to perform valve alignment¿ due to the patient¿s anatomy. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. As noted during visual inspection, there were gouges on the flex tip that suggest diving occurred. Also, ¿the patient¿s anatomy made the sheath point slightly caudal and the wire, therefore, curved 90 degrees in the lv in its path toward the aorta¿, which could have further attributed to the thv unseating during valve alignment (non-coaxially of wire to sheath and sheath to thv). Bunching and compression was observed on the flex shaft during visual inspection, which further suggests resistance during valve alignment. Additional patient/procedural factors can also result in difficulty with valve alignment. Potential issues include: residual fluid in the balloon, which can enlarge the inflation balloon profile and create interference with the valve during valve alignment; improper wetting/flushing of the delivery system, increasing resistance during valve alignment; improper crimping of the valve onto the balloon. The valve may not be crimped to the appropriate size or may have been damaged during the crimping process. Severe calcification can interact with the valve during alignment and create resistance. While a definitive root cause was unable to be determined, available information supports that patient/procedural factors may have contributed to the reported complaint. The complaint for balloon leakage was confirmed based on visual inspection, but no manufacturing non-conformance were identified on the returned device. Further, a review of complaint history, lot history, DHR and manufacturing mitigation supported that a manufacturing non-conformance likely did not contribute to the event. A review of IFU/training materials revealed no deficiencies. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can create difficulty in achieving final alignment position. The first attempt at valve alignment was performed partially inside the sheath, which caused resistance and, as reported, ¿a huge amount of stored tension built up in the delivery system¿. During the second attempt at valve alignment after pushing the valve forward into the lv, the valve only moved halfway onto the balloon before the valve struts punctured the inflation balloon. This was likely caused by several attempts of valve alignment in a non-straight section and stored tension within the delivery system. While a definitive root cause was unable to be determined, available information supports that patient/procedural factors may have contributed to the reported complaint. Review of complaint history reveal that the occurrence rate does not exceed the august 2017 control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation of this event is ongoing pending engineering evaluation.

Event description:
As reported by the field clinical specialist (fcs), during a transapical tavr procedure there were difficulties experienced while attempting to perform valve alignment and the delivery system/crimped valve and sheath were removed from the patient without issues. Upon removal it was noticed that the 23mm commander delivery system balloon was torn. Due to the patient¿s anatomy there was not a straight area suitable to perform valve alignment. It was decided to perform valve alignment with sapien 3 valve still partially inside the 18 fr certitude sheath, but this caused too much resistance. The certitude sheath was inserted up to the 4cm marker into the lv apex; the sheath position was restricted above a rib. The heart was deep and behind the lung, causing a big curve on the wire trajectory. The angle of insertion of the sheath was not coaxial to the aortic valve. ¿the patient¿s anatomy made the sheath point slightly caudal and the wire, therefore, curved 90 degrees in the lv in its path toward the aorta¿. A ¿huge amount of stored tension¿ built up in the delivery system, so the valve was pushed forward into the lv and attempted to do gross valve align. The valve then got approximately half way onto the balloon and would go no farther. It was decided to withdraw the device back in to the sheath, and managed to get 1/3 of the valve inside the sheath. The devices were then removed as a unit without any major issues. A 2nd 18fr certitude sheath, 23mm commander ds and 23mm s3 valve were prepped. The 2nd sheath was and the new valve/ds were inserted. This time, the team pushed the crimped valve across the native aortic valve all into the ascending aorta, where they were able to do successfully alignment of the s3 valve without incident or difficulty. The s3 valve was then positioned into the annulus and deployed with good result. The patient left the room still intubated but in stable condition at that time. The patient was discharged to a skilled nursing facility as she was in poor condition prior to the tavr procedure.